Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned to the manufacturer. The primary analysis findings reveal no anomalies. It w as also noted that the lead had apparent explant damage. Product: 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement for normal elective replacement indicator (eri) the right ventricular (rv) lead had visible damage to the lead insulation. It was noted that the rv lead measurements were all within normal range. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.